Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) counter information was abnormal, presenting episodes in the thousands. It was noted that the device had reached end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.